Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visually inspected the sensor and no issues were observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Applicator (B)(6) has been returned and investigated. Visually inspected applicator and no issues were observed. Applicator had fired correctly. The applicator was pried open to inspect the sharp and no issues observed with the sharp. Sensor pack (B)(6) has been returned and investigated and transition features were observed to be damaged. Lid was not completely peeled off. This issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer experienced pain while wearing of the abbott diabetes care (adc) device, which causes them symptoms described as "felt unwell, abdominal pain, cold, lips and arms turned bluish", trembling, blurred vision, dizziness, weakness, and numbness, and was unable to self-treat. The caregiver obtained a capillary result of 174mg/dl and removed the adc device for treatment. Then the customer went to the hospital and a healthcare professional (hcp) performed temperature and blood pressure and the caregiver applied new adc device for the issue. No other hcp treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.

Event description:
A caregiver reported that the customer experienced pain while wearing of the abbott diabetes care (adc) device, which causes them symptoms described as "felt unwell, abdominal pain, cold, lips and arms turned bluish", trembling, blurred vision, dizziness, weakness, and numbness, and was unable to self-treat. The caregiver obtained a capillary result of 174mg/dl and removed the adc device for treatment. Then the customer went to the hospital and a healthcare professional (hcp) performed temperature and blood pressure and the caregiver applied new adc device for the issue. No other hcp treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.